Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had air in line. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was not identified however the ultrasonic sensor will be calibrated as a precautionary measure to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had air in line. No additional information is available.